Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the battery compartment was cracked on the side from the threads to the cover and below the bumper pad. There was no damage found to the returned battery cap. The returned battery cap was able to carefully attach to the pump and power up. There was no evidence of short battery life observed in the pump's black box history. The battery voltages in the black box were within normal specifications. The idle, sleep, rewind and load currents were tested with an external power supply; all were found to be within the required specification. A battery life issue was not duplicated during testing.